Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and that she experienced low blood glucose. The customer stated that she had an alert on the device, cleared the alert, and found that in a few hours, the insulin pump died. She stated that she tried 3 other batteries, and the insulin pump would count down to a failed battery test, and then turn off. The customer's blood glucose was 52 mg/dl. She stated that she did not have another battery with which to test. She stated that the insulin pump did not show any signs of physical damage and that it had not been dropped, bumped or exposed to moisture. She did not observe any damage or corrosion at the battery cap, battery compartment and spring. She was advised that the battery cap would be replaced. She was advised to insert a new battery as soon as possible, and if the display did not return, to revert to a back-up plan per doctor's instructions until the cap arrived.